Event description:
It was reported that there was a system revision, where the patient was upgraded to an subcutaneous implantable cardioverter defibrillator (s-ICD) due to left side occlusion. The right ventricular (rv) lead was surgically capped due to observations of noise that was oversensed causing non-sustained ventricular episodes and pacing inhibition. The patient's underlying issue was congestive heart block. No adverse patient effects were reported.